Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was smoking hot. The sticker on the bottom of the monitor was bubbling from how it was and it was almost too hot to the touch. The caller was advised to leave the monitor unplugged. The caller would wait for the patient to return and would have the patient call in for a replacement. The monitor would not be replaced at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: model: 24950llq, serial/lot#: (B)(4): the remote monitor was returned and the analysis revealed that no defect was found; found error codes (B)(4) in the failure analysis (fa) log. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was returned and replaced.